Event description:
Name of procedure being performed: left nephrectomy. Detailed description of event: event 1 of 2: 2022-000861; event 2 of 2: 2022-000872. Dr [name] has been using cd004 for years and the product is very familiar. During operation 17.3 bag of cd004 did not seem to open normally inside the abdominal cavity. The metal frame of the bag did not reach the end of the bag or the bag slipped off from the metal frame and therefore the bag was partially "hanging loose". Dr [name] took the retrieval bag out from the cavity without the kidney, and tried again with a new retrieval bag from the same box. Same malfunction occured again with the second retrieval bag. Third bag they opened worked normally. Overall, two bags malfunctioned, and one of them is available for inspection. Two replacement products are requested by customer. Additional information received from applied medical representative via email on 25-mar-2022: the lot number is not yet known, but should be on the packaging that's also being returned. The surgeon emphasized that she has been using the bag for years nearly weekly basis, she is very familiar with the product, she likes it a lot and when I asked, she did not think she did anything unusual that would count as user error. Since the same error occurred twice in a row with a bag from a same batch, she was in an assumption that there was product defect instead of user error. The surgeon doesn't remember any details of the surgery. Possibly there may have been a grasper and/or a competitor maryland device. Patient status: patient was unaffected. Type of intervention: change of device.

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Name of procedure being performed: left nephrectomy detailed description of event: event 1 of 2: 2022-000861 - MFR 2027111-2022-00555 event 2 of 2: 2022-000872 - MFR 2027111-2022-00556 dr [name] has been using cd004 for years and the product is very familiar. During operation 17.3 bag of cd004 did not seem to open normally inside the abdominal cavity. The metal frame of the bag did not reach the end of the bag or the bag slipped off from the metal frame and therefore the bag was partially "hanging loose". Dr [name] took the retrieval bag out from the cavity without the kidney, and tried again with a new retrieval bag from the same box. Same malfunction occured again with the second retrieval bag. Third bag they opened worked normally. Overall, two bags malfunctioned, and one of them is available for inspection. Two replacement products are requested by customer. Additional information received from applied medical representative via email on 25-mar-2022: the lot number is not yet known, but should be on the packaging that's also being returned. The surgeon emphasized that she has been using the bag for years nearly weekly basis, she is very familiar with the product, she likes it a lot and when I asked, she did not think she did anything unusual that would count as user error. Since the same error occurred twice in a row with a bag from a same batch, she was in an assumption that there was product defect instead of user error. The surgeon doesn't remember any details of the surgery. Possibly there may have been a grasper and/or a competitor maryland device. Patient status: patient was unaffected type of intervention: change of device